Event description:
Called hospital and doctor. I had an MRI with gadavist dye. I initially had nausea, headache, and pain in my ears with increased ringing. The ringing in my ears has increased to the point of unbearable. I am experiencing tiredness and weakness that has continued to increase along with stiffness of my joints. My eyes are extremely dry and I have a metallic taste in my mouth. Of concern is a deep bone pain in my hips and right leg. I am already allergic to kidney dye, cortisone, and prednisone which are listed on my medical record. I would like to have a urine or blood test to see if any of the dye is retained in my body, but the doctor who ordered the MRI refused to order it. I am concerned because I have experienced life threaten events with the kidney dye and other medications. FDA safety report ID # (B)(4).